Event description:
Md was placing a temporary catheter in pt. As md attempted to pull out the sheath over the wire, there was a malfunction of the wire. The sheath split into two pieces. One piece came out of the vein and the other piece was left in the vein. The piece in the vein was retrieved and the procedure was attempted again and completed successfully.